Event description:
It was reported prior to using a case of bd vacutainer single use holder plus®, the lot number on the exterior case label did not match the lot number found inside the case. This occurred with two (2) cases. There was no report of adverse impact to patients or users.

Manufacturer narrative:
The manufacturing location for this product is meiban. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.d4. Medical device expiration date: this device does not expire.a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to using a case of bd vacutainer single use holder plus®, the lot number on the exterior case label did not match the lot number found inside the case. This occurred with two (2) cases. There was no report of adverse impact to patients or users.

Manufacturer narrative:
Investigation summary: material#: 368839, lot/batch #: 2403bd001. Bd had not received samples or photos for evaluation. Therefore, retention samples from bd inventory were evaluated by visual examination and the issue relating to different lot number within case was not observed. Based on a review of the device history record for the incident lot, within the labeling process it was found that there was a shortage of two labels to complete labeling for the lot. An associate printed two additional labels but failed to follow the proper process to ensure the correct labels were printed. This complaint has been confirmed for the indicated failure mode different lot number within case. Bd determined that the root cause of the indicated failure mode was attributed to human error in the labeling process. Updates were made to training procedures, the label request form, inspection procedures, and all relevant associates were retrained. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.